Manufacturer narrative:
Updated block: d9. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the blood parameter monitor (bpm) was emitting smoke and there was a burning smell. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The service repair technician (srt) attempted to boot up the monitor, but it failed to power on. When it was plugged in, the green light emitting diode (led) by the power switch did not light up. Upon further inspection, it was noticed that the auxiliary (aux) printed circuit board assembly (pcba) had a thermally damaged component. The monitor was determined to be beyond economical repair and will be retained and scrapped. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.